Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an alert/notification settings issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026 at approximately 11:00 am, the patient developed nausea and shakiness. Upon checking the cgm, the device displayed ¿high.¿ the patient then performed an fsbg test, which 500 mg/dl. The patient subsequently presented to the emergency department (ed) for evaluation. Glucose testing in the ed confirmed a blood glucose level of 500 mg/dl, while the cgm continued to display ¿high.¿ blood and urine testing were performed, and the patient received intravenous (IV) fluids. The patient did not report or confirm receiving insulin during the visit. The sensor was removed in the ed. The patient remained under observation for approximately 4¿5 hours and was discharged home. At the time of reporting, the patient stated that she was feeling well. A follow-up appointment with her physician was scheduled, and additional outcome information was not yet available. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.